Manufacturer narrative:
The device has not yet been received at the manufacturing site for evaluation. An investigation has been initiated based on the reported information.

Event description:
The oxygen catheter prove (cc1.sb) was subdural. Upon removing the catheter, the im1 introducer stayed in the bolt. It was possible to remove this part as well as the bolt. No patient injury reported.